Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2002; 5038-58 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) battery was being monitored monthly and that the device was not even going to last a certain period of time. The device remains in use. No patient complications have been reported as a result of this event.